Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore the image was purple. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction: image was purple due to broken video cable which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited tear on the grey insulation. The issue occurred during a therapeutic procedure of laparoscopic cholecystectomy. The procedure was completed using a similar device. There was no report of patient harm.